Manufacturer narrative:
A product sample has been received by the manufacturer and it is awaiting evaluation. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported an irrigation failure and the anterior chamber (ac) was unstable during the ultrasound (us) phase of a cataract procedure. The patient experienced posterior capsule ruptured. The procedure was completed after the product was replaced. Additional information received from the company representative who indicated the posterior capsule was ruptured.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported irrigation failure and the anterior chamber (ac) was unstable during ultrasound (us) phase of a cataract procedure. The patient experienced posterior capsule ruptured. The procedure was completed after the product was replaced. Additional information received from the company representative who indicated the posterior capsule was ruptured.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The used active fluidics management system (fms) in the tray was visually inspected. Both irrigation and aspiration luers were intact. The sample was functionally tested and could be recognized by the console. The sample primed and tuned with the handpiece and the 0.9mm air bypass system (abs) tip and infusion sleeve from the lab stock. The sample functioned per specifications. The root cause of the customer's complaint could not be established since the returned sample met specifications. No contributing factors could be identified that could cause the reported complaint. After the investigation of this complaint, it has been determined that this sample met specifications. Therefore, no action will be taken at this time. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).